Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing an unknown liberty cycler, fmc cassette, and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn reported the cause of the peritonitis was never discovered; however, the events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the unknown liberty cycler and fmc cassette can be disassociated from having caused or contributed to the patient¿s serious adverse events. Of note: the patient¿s transition to hemodialysis (hd) was a separate adverse event when the patient fell and suffered a broken hip (multiple breaks) requiring traction. The patient was no longer capable of performing pd for rrt which caused the conversion to hd. There was no fresenius device(s) and/or product(s) involvement.

Event description:
During an anonymous customer experience survey a patient who was previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported that they had experienced a serious infection recently. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic (date unavailable) with complaints of drain complications. The patient¿s peritoneal effluent fluid was visibly cloudy; therefore, a peritoneal effluent fluid culture and cell count (results unavailable) were collected. The patient was diagnosed with peritonitis and treated with the clinic¿s standing orders of intraperitoneal vancomycin and ceftazidime (dose, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive (organism unavailable), and the patient¿s antibiotics were continued. The pdrn stated the patient recovered, however the cause of the peritonitis was never discovered. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn confirmed the patient no longer undergoes pd therapy, however causality was unrelated to any fresenius product(s) and/or device(s). During follow-up, it was reported that the patient fell at home (not undergoing pd therapy), broke their hip in several places, and could no longer care for themselves as they were in traction.

Event description:
During an anonymous customer experience survey a patient who was previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported that they had experienced a serious infection recently. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic (date unavailable) with complaints of drain complications. The patient¿s peritoneal effluent fluid was visibly cloudy; therefore, a peritoneal effluent fluid culture and cell count (results unavailable) were collected. The patient was diagnosed with peritonitis and treated with the clinic¿s standing orders of intraperitoneal vancomycin and ceftazidime (dose, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive (organism unavailable), and the patient¿s antibiotics were continued. The pdrn stated the patient recovered, however the cause of the peritonitis was never discovered. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn confirmed the patient no longer undergoes pd therapy, however causality was unrelated to any fresenius product(s) and/or device(s). During follow-up, it was reported that the patient fell at home (not undergoing pd therapy), broke their hip in several places, and could no longer care for themselves as they were in traction.

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.